Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was the caller stated they were contacting pats today rather their field representative bc they had a few questions. Caller exclaimed they loved their rep however, they felt like a burden sometimes when calling. Caller reported the devices were so difficult bc they were unable to adjust what they were being told to adjust to optimize pt's therapy. Caller mentioned the pt had really bad pain / a severe, crippling disease. Caller indicated the spinal cord stimulation (scs) was definitely helping with about 25% pain relief but not as robustly as the trial. Caller described the trial was magical by enabling pt to walk 3 miles again <(>&<)> enjoy hitting golf balls adding pt is so close now to going into a wheelchair. Caller said they had been navigating to learn the system as much as possible to maximize the pt's therapy. Caller commented they felt there could be other settings that would work better for the pt. Pt remarked sometimes they they run into a problem where they can't go back to what the previous settings were when they try changing parameters such as frequency, pulse width, or intensity. Caller claimed this made them afraid to try different things bc they know in order to get it set back to what it was they have to make another appointment to go in which is always a few weeks time delay. Caller said the hcp advised trying a higher frequency from original setting (65) so they tried 100. Dr. (B)(6) said try 400, then 800, and 1000; however, caller said they could not get frequency to go over 110. Caller asked how many groups are available bc they know there are at least a/b/c and was wondering if frequency could be set higher on one of the other channels. Caller said they thought they could only go down to a certain limit whereas the rep could override that but the pt can't. Caller explainedthey were trying to use the device in a more extensive way than what is typical/common. Caller implied pt was still having to use a wheelchair bc they are in so much pain they could not walk. Caller mentioned pt was having to charge the ins more than once a day (twice) bc battery was running out after about 9 hours. Caller indicated they never thought they would have to charge the ins so frequently but instead every couple of days. Pt said the constant stimulation was change to cycle 1/2 second one/1/2 second off. Caller said they did not think the pt was doing as good since therapy was changed to cycling. Ps reviewed ins stimulation would automatically shut off once the ins battery depletes to under 2.25v and would have to be turned back on manually after recharging the ins to 15% or greater. Caller indicated they did not realized that the ins would automatically turn off once the ins battery got down to a certain level. Caller added the ins may have possibly shut off w/o them knowing which may be why they thought the ins was not helping with pain relief. Pss also reviewed therapy settings/usage affect ins battery depletion and best practices for recharging/maintaining battery levels. Caller indicated the recharging belt tore about 3 weeks in and did not work as well because pt was thin so he uses a binder (received after surgery) to secure antenna in position while sitting in a hard back chair. Current battery levels provided: ptm 10%; ins 90%. Caller stated during post-op the pt had figured out what area on the leads they needed stimulation activated. Pss suggested pt create a journal to document what areas are targeted in each programmed group, the original program settings and for reference write down any adjustments made. Caller said pt has a f/u appointment (B)(6) 2023.redirected caller: patient's hcp pt rep called back stating they received a message from the manufacturer, but the questions don't make sense. Pt rep stated the ques tions were probably auto populated. Pt rep mentioned they suggest mdt not make the implant any smaller because they have to charge the implant twice a day. Pt rep suggested mdt makes the implant battery bigger for more charge capacity. Additionally, the caller reported the patient was seeing the settings not available cannot provide your desired intensity settings message since friday. Caller the stated the message has come on and off before but now it's persistent. Caller stated they were unable to adjust what they were told to adjust to optimize therapy and they were seeing the message more often than normal. Patient service reviewed message meaning and redirected to healthcare provider. Caller noted it was embarrassing to keep having to go back. Caller mentioned it takes like a month to get an appointment or more to see a representative. Caller inquired about upper limit for the stimulator. Additional information was received from patient representative stating they reiterated details of case. Pt rep. Said over the last few months the implantable neurostimulator (ins) had been "harder to charge" and said they normally charged the ins at bedtime and when they awoke, the device would be at 100%, but recently, they saw some mornings when they awoke the ins would only be at 30-40%. Pt rep. Said they had to charge ins twice a day sometimes and had really high settings.pt rep. Said the reason for the call today was that the controller was saying "no device found." Tss helped the pt rep. During the call navigate passive recharge mode and pt rep. Saw the ins connected to the controller by the end of the call and said "batteries low: recharge your ins." Pt rep. Said pt only got about 20-25 percent relief from the ins and did not notice much difference when the ins was not working and off this past week(because not charged). Pt rep. Said pt spent a lot of time charging and ins charge degraded quickly. Pt rep. Said pt had to lay down when charging and could not sit and lean back or the ins would abruptly stop charging. Caller said ins always had to be perpendicular to the bindings they were using for holding the recharger on pt's body. Caller described the recharger heating up and getting hot/ unexpected stops in the charging session and mentioned normal wear and tear on recharger(see email to repair in case # (B)(4) to replace recharger). Caller also mentioned broken belt(see case # (B)(4) ). Pt rep. Said the ins never provided more than 25% relief and the recharging had always been difficult. Pt rep. Said caller sometimes had to charge every 12 hours. Mdt rep. Mentioned on call in reference to multiple reprogramming sessions. Pt rep. Mentioned something about the recharger or belt being "completely broken" and said they had asked their hcp about pain pump, but pt did not do well with narcotics. Tss suggested using the belt and recharger that was requested today from repair(see case # (B)(4) ) and suggested visiting with hcp and mdt rep. For reprogramming. Additional information was received from patient representative stating they called back to check on status of belt replacement, since they only received the recharger. Agent explained the belts are stuck in transit and may be a bit longer before they are able to fulfill the order. Caller understood and will wait for additional shipment. Later, they also called in to verify which recharger they should return. Agent reviewed information. Additional information was received from patient representative stating they wanted help setting date and time. They were charging ins during the call and stopped charging but cant change date and time yet until they charge up ins more as its depleted. Reviewed steps to change date and time, and pt rep will do this once ins is charged.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed an intermittent no device found message as well as a bunched insulation on relay cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. H7 and h9 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.